Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The customer's report was observed during evaluation of the device activity log. The log showed a 200j shock was delivered, then pace mode was activated. When in pace mode, the device will only display ECG in lead view; however, ECG lead was not utilized on the patient, therefore, no ECG signal was seen from leads on the display. At this time, the device would have shown a pads signal if the ECG view was switched to pads, as the patient impedance is still present and solid despite pads signal exhibiting intermittent pads on and pads off messages. Pace mode was turned off with the multifunction cable in a lead short condition. The log shows no critical error that would have prevented the device from acquiring a signal. The investigation concluded that the device is working as expected. Analysis of reports of this type has not identified an increase in trend.